Event description:
The nurse reported that some time during the week of (B)(6) the nursing staff discovered that the zipper teeth are not aligning when an attempt is made to secure the enclosure closed while in use with a pt. The nursing staff took the bed out of use and sent it to the biomed dept. Where they attempted to repair the bed. The nursing staff put the bed back into use and when the nurse tried closing the zipper on the main access window the zipper teeth were not aligning when closed. The bed was taken out of use and was returned to the biomed dept. There was no pt incident or injury that occurred.

Manufacturer narrative:
Results: eval of the returned product found that the zipper slider body is open on the pt access window b. Panel side d left leg has half an inch of broken stitches on the zipper tape. Note: the instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use zipper pull-tabs and ensure that zippers are fully closed. MFR references (B)(4).